Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A daughter reported on behalf of the customer, a high readings issue with the adc freestyle libre sensor. It was reported that from the start of sensor insertion, the daughter noticed high readings with the sensor as compared to an unspecified blood glucose meter. The customer subsequently experienced symptoms of dizziness and lost consciousness. The customer was in the hospital at the time of the medical event due to an unrelated issue, and was diagnosed with hypoglycemia and treated with glucose by a healthcare professional. Laboratory results obtained several hours later indicated a blood glucose of 13.4 mmol/l (241.2 mg/dl), as compared to a sensor scan result of 18.5 mmol/l (333.0 mg/dl). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was returned and was fully seated. Extracted data using approved software, the sensor was found to be in sensor state is 5 (indicating normal termination).  The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user.  This case is not confirmed to use error.

Event description:
A daughter reported on behalf of the customer, a high readings issue with the adc freestyle libre sensor. It was reported that from the start of sensor insertion, the daughter noticed high readings with the sensor as compared to an unspecified blood glucose meter. The customer subsequently experienced symptoms of dizziness and lost consciousness. The customer was in the hospital at the time of the medical event due to an unrelated issue, and was diagnosed with hypoglycemia and treated with glucose by a healthcare professional. Laboratory results obtained several hours later indicated a blood glucose of 13.4 mmol/l (241.2 mg/dl), as compared to a sensor scan result of 18.5 mmol/l (333.0 mg/dl). There was no report of death or permanent injury associated with this event.